Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The device was implanted via v-p shunt to a female patient (20s) with congenital hydrocephalus more than 20 years ago. In (B)(6) 2015, it was found that a suture at the outlet side of the valve connector was missing, and the abdominal catheter had fallen in the abdominal side. Therefore, in (B)(6) 2016, the surgeon replaced only the abdominal catheter, leaving the valve and the ventricular catheter being implanted. The patient was discharged from the hospital and is doing well.